Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump powered off without user input during therapy. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The device was found out of specification in relation to the customer reported 'battery alert and then turn off' which was reproduced the battery voltage was drained. A review of the event history log revealed multiple 'improper shutdown!' Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a drained battery voltage. No correction required. Should additional relevant information become available, a supplemental report will be submitted.